Manufacturer narrative:
(B)(4)

Event description:
It was reported that due to the presence of sepsis at the insertion site (right femoral artery), the removal of the intra-aortic balloon (iab) was decided. Before the removal of the iab, a soft spring wire guide (swg) of small diameter (unk) was inserted into the pt for the insertion of a new iab. They reported that no alarms were displayed at that time. They switched off the pump & started the removal of the iab from the femoral insertion site. The removal was suspended when, after the extraction of few centimeters of sheath & balloon, the iab itself was found full of blood. The blood started to flow in the helium tubing, but it did not reached the pump because, it was already disconnected from it. The iab was removed from the pt by surgery. Another iab was inserted. There was no reported pt death or injury. Surgical intervention was required to remove the iab. Was there a delay in therapy is listed as "no." Another iab was inserted & the insertion was a success. The pt outcome is listed as "fine." Additional information received by the sales rep on 7/14/2010 stated "we do not have any information regarding the second iab inserted. Possible cause of the problem is fracture of the balloon's lumen during the extraction procedure. The sample is being kept by health administration of the hospital since it was decided to report it to the (B)(6)."